Event description:
It was reported that one day post implant, an unstable morphology in the ventricular intercardiac and apparent under-sensing were noted, leading to what appeared to be competitive ventricular pacing. The lead appeared to be stable following an x-ray. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.